Event description:
A (B)(6) presented with a known broken g2x ivc filter that has 2 broken appendages, one in the right ventricle and one in the left pulmonary artery. Pt was on oral anticoagulation with complaint of chest pain, referred for interventional radiology removal of the ivc filter. The filter was placed (B)(6) 2009, in an out of state hospital for a history of dvt and protein s deficiency. The existing g2x filter was noted tilted in the infrarenal inferior vena cava just below the origin of left renal vein. Using ultrasound and fluoroscopic guidance and endo-bronchial biopsy forceps, the hook of the filter was engaged and the filter was removed. During this process a single lead was noted to be embedded in the wall and detached from the filter. Coned beam CT demonstrated the more proximal end to be within the lumen of the vena cava. This was removed with a gooseneck snare. A pigtail catheter was then advanced into the inferior vena cava and a rotational venogram was performed which demonstrated a small area of intimal /medial hyperplasia where the cone of the filter was adherent to the wall but there was no evidence of extravasations of the inferior venacava. Next, attention was paid to the arm fragments in the right ventricle and in the left main pulmonary artery. Pulmonary angiography demonstrated complete occlusion of the segmental branch vessel that contains the arm of the filter. There was no edge of the filter that was exposed in patent vessel. Multiple attempts were made to remove this with a 5 mm snare. These were unsuccessful. The sheath was pulled back into the right ventricle and multiple attempts were made over the course of approx an hour and a half to remove the fragments in the anterior/superior right ventricular wall. We were unable to engage a free edge of the wire so this was unable to be removed. As likely to be adherent to the wall as it is unchanged in configuration from the prior study of from approx a month ago. The procedure was terminated and the sheath was removed. Hemostasis was achieved with manual compression. The two broken arms remain in the same preprocedure location and the filter itself was removed. The pt is in stable condition.